Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within range on the day of the event. Ccc specialist checked and cleaned aliquotter, sample arm 1 (s1) and reagent arm 1 (r1) probes and drains. Ccc specialist ran service tests for server 1. A siemens headquarter support center (hsc) reviewed the service activity and concluded that the event is not related to the reagent delivery or sample mixing issues. The cause of falsely depressed glu result on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physicians. The sample was repeated on the same instrument and on an alternate instrument (serial number (B)(4), resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu result.